Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator exhibited phrenic nerve stimulation which was reported by the patient. At a routine follow up several parameters were tested in order to duplicate the stimulation and in order to do possible reprogramming.